Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was 179 mg/dl. The customer stated that this is the second time she gets a change sensor. The customer stated sensor was saying below and got a threshold suspend. The customer stated bad sensor alert occurred after 2nd consecutive calibration error. The customer was advised to follow schedule and only calibrate accordingly. The customer was advised to remove and change out the sensor. The customer was advised we will issue a replacement and keep the sensor she has for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed with low readings.